Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm. The customer's blood glucose was not impacted. Reportedly, the customer had pump in pocket, the customer straightened out the infusion set tubing and was able to resume insulin delivery. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.